Manufacturer narrative:
The console was field service at the user 's facility. The console was inspected; there was a slight fire damage to the wheel. The micros lad had burn marks, the mirror micros lad was almost blind. Necessary replacement was completed. Also, the battery cpu was empty, the console displayed error 55 - o2 online limits sw compare error. Online monitor detected difference larger than 20% between original parameters and actual power in internal lasing. In addition, the fan cooling was relatively loud. Based on information available, the event was due to user error and not an issue with the console itself. A system check was requested due to the fire damaged to the console. The interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Therefore, the reported event was confirmed.

Event description:
It was reported that a system check was requested after a fire in the operating room. It was further reported that the laser was accidentally triggered by user and caused the fire. The surgical cover of the patient got burned but nothing happened to the patient. The microscope and microslad (accessory of laser) got slightly damaged/burned. The microslad and one wheel from the console are required to be replaced. The procedure was completed with the original device. There were no patient complications.

Event description:
It was reported that a system check was requested after a fire in the operating room. It was further reported that the laser was accidentally triggered by user and caused the fire. The surgical cover of the patient got burned but nothing happened to the patient. The microscope and microslad (accessory of laser) got slightly damaged/burned. The microslad and one wheel from the console are required to be replaced. The procedure was completed with the original device. There were no patient complications.